Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a hole in the catheter is confirmed but the exact cause remains unknown. One 5 fr dl powerpicc catheter was returned for evaluation. The catheter was trimmed at the 17 cm depth marker. Blood residue was present on the catheter surface and hub. Material damage was noted near the proximal end of the catheter at the interface with the winged hub. Microscopic observation of the damaged section revealed three holes in the circumferentially aligned at the proximal catheter region. Two of the holes were separated by a section of the catheter which appeared to be pinched within the distal end of the molded hub. The third hold appeared to be a short, longitudinal split. The exact cause of the damage is unknown. Based on the condition of the returned sample, possible contributing factors include instrument damage or damage during handling. Damage during the manufacturing process may be a potential contributor to the observed catheter damage; however, no findings from the DHR review indicated a manufacturing/processing related event. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported "when flushing PICC, a hole was discovered." No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reet1379 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "when flushing PICC, a hole was discovered." No other information was provided.